Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the supply line of a homechoice automated pd set with cassette disconnected from a solution bag. This event occurred during use, the patient was not connected. The patient stated that when they were connecting the supply line to the bag, they became disconnected. The patient advised the connection seemed loose and as though it wouldn¿t tighten fully. The renal therapy service agent advised the patient to start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.